Manufacturer narrative:
(B)(4). Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "operational context." A DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was detached exposing the tip of the metal corewire. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. The complaint is consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage." A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the non bsc catheter was inserted through the non bsc duodenoscope for cannulation. Once the tip of the catheter was inside the common bile duct, the jagwire guidewire was inserted. When the guidewire reached the ampulla and was inserted into the common bile duct, the nurse noticed from the monitor that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the non bsc catheter was inserted through the non bsc duodenoscope for cannulation. Once the tip of the catheter was inside the common bile duct, the jagwire guidewire was inserted. When the guidewire reached the ampulla and was inserted into the common bile duct, the nurse noticed from the monitor that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the non bsc catheter was inserted through the non bsc duodenoscope for cannulation. Once the tip of the catheter was inside the common bile duct, the jagwire guidewire was inserted. When the guidewire reached the ampulla and was inserted into the common bile duct, the nurse noticed from the monitor that the hydrophilic tip of the jagwire guidewire was detached exposing the tip of the metal corewire. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.